Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other mechanical damages found during investigation are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements show affect channels. It is unknown if the hearing sensation is affected. Reimplantation was performed on (B)(6) 2021. The surgeon had to cut the lead in several places to remove it given it was encased in bone.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ measurements show affected channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels.